Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, the atrial leadless pacemaker (lp) exhibited high capture thresholds. The lp was explanted and blood clot had formed on the outer helix. A new lp was implanted. The patient was in stable condition.